Manufacturer narrative:
The field service engineer (fse) found the blower to be functional but noisy. The fse replaced the blower to resolve this issue. .

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower is not running. The customer reported there was patient involvement without harm to the patient. Patent information has been requested.